Event description:
It was reported that during a lap splenectomy procedure, the blade broke. Then changed another one to complete the or. No patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.